Event description:
Baxter (B)(4) received a report of an infusor that overinfused during patient therapy. The concomitant medical products are currently unknown. The device was filled with 240ml of solution and was infused over 36 hours. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.